Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced display anomaly. Customer reported that after attempting to change something on insulin pump, display screen became distorted. Customer reported that one side of display screen was white and the other was discolored and there was a line going through screen. Customer reported that insulin pump was not dropped. Customer's blood glucose was 200 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked lcd glass. Analysis was unable to perform the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to missing segments. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.